Event description:
On an unk date, a (B)(6), male, had an external fixation for a pilon fracture in his right leg. A few weeks later, pt had a 3.5 mm lcp medial distal tibia plate, 5 cortex screws and 5 locking screws implanted. Post-operatively, wound site became infected. On (B)(6) 2011, pt underwent revision surgery and all hardware was explanted, wound site was washed out and closed, this is the first of eleven reports of this event.

Manufacturer narrative:
Review of device history record found nothing that would cause or contribute to the reported incident. Investigation could not be completed, no conclusion could be drawn as device was not returned.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10-6 is achievable when the ifus are employed.